Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had been hospitalized several times with high blood glucose. It was also reported that the sensor had alarmed incorrectly and that there was skin irritation from the tape. The blood glucose reading was not given. Nothing further was reported.